Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a patient on (B)(6), 2010. According to the complainant, during the stenting procedure resistance was encountered as the physician attempted to deploy the stent. An attempt was made to straighten the endoscope in order to aid in smooth deployment, however resistance was still encountered. It was reported that the handle of the device broke, and as a result the stent was unable to be implanted. The procedure was not completed as a result of this event. It was reported that post procedure outside the patient, the stent was able to be fully deployed; however strong resistance was still met. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a patient on (B)(6), 2010. According to the complainant, during the stenting procedure resistance was encountered as the physician attempted to deploy the stent. An attempt was made to straighten the endoscope in order to aid in smooth deployment, however resistance was still encountered. It was reported that the handle of the device broke, and as a result the stent was unable to be implanted. The procedure was not completed as a result of this event. It was reported that post procedure outside the patient, the stent was able to be fully deployed; however strong resistance was still met. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. On (B)(6), 2010 it was reported to boston scientific that this was the first time this particular device was used, and it was not reprocessed. The patient suffered from stomach cancer. The patient's anatomy was tortuous in three locations; for the stricture was 10cm from the pyloric region of the stomach. It was reported that the stainless steel shaft of the handle bent; and the distal handle detached as previously reported. There were no issues removing the device from the patient, and the procedure has not been completed.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that both the stent and catheter were returned and the stent had been deployed from the device. No issues were noted with the profile of the inner lumen or the deployed stent. The clear outer sheath was severely accordioned for a distance of 7 mm. The stainless steel shaft was broken in two. The blue outer sheath was severely accordioned and kinked. The distal handle was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. A slight bend was present in the stainless steel shaft. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.